Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: failure of the transmitter and receiver (txrx) module. A root cause could not be identified. Based on the results of the investigation, it is likely that a failure of the transmitter and receiver module caused the scope communication error e226. Regarding the transmitter and receiver module failure the cause could not be established. No problem was detected related to the no image reported failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center had e226 communication error and no image. The issue was found during inspection for use. There were no reports of patient harm.